Event description:
As reported, on (B)(6) 2008, this patient underwent endovascular repair using gore excluder aaa endoprosthesis. A follow-up CT taken on (B)(6) 2008 revealed that the ipsilateral leg of the trunk ipsilateral leg component had not completed expanded. A reintervention occurred on (B)(6) 2008 using a boston scientific ultrathin balloon to expand the device. On (B)(6) 2008, a CT scan revealed an aortic dissection distal to the graft. A cordis s.m.a.r.t. Control bare metal stent was implanted as an overlap between the graft and the vessel. The patient is reportedly doing well.

Manufacturer narrative:
Method: a review of the manufacturing paperwork is being conducted.